Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Defective: the relaypro concerned and a relaypro (28-n4-34-154-30u, lot#2405280110) were implanted stacked in a thoracic aortic dissection case. During implantation of the relaypro concerned, the stent graft was deployed with the controller in position 2 without any problems. However, when the apex holder knob (marked 3) was pulled back proximally, the clasp was not released. Although the apex holder knob could be pulled, the apex holder knob and the apex holder were not interlocked, and the apex holder could not be pulled. By using pean forceps to grasp and pull the outer control tube (green tube) in the slot at the proximal end of the stainless-steel rod, and the apex holder could be pulled, and the stent graft was successfully released. Subsequently, the procedure was successfully completed. Operation type: tevar. Ancillary device: 28-n4-34-154-30u (lot#2405280110). Blood loss: unknown. No image available due to hospital policy. No pre-case plan available due to hospital policy. No additional information available due to hospital policy (tc# (B)(4))." Patient outcome: "no health damage to the patient."

Event description:
"Defective: the relaypro concerned and a relaypro (28-n4-34-154-30u, lot#2405280110) were implanted stacked in a thoracic aortic dissection case. During implantation of the relaypro concerned, the stent graft was deployed with the controller in position 2 without any problems. However, when the apex holder knob (marked 3) was pulled back proximally, the clasp was not released. Although the apex holder knob could be pulled, the apex holder knob and the apex holder were not interlocked, and the apex holder could not be pulled. By using pean forceps to grasp and pull the outer control tube (green tube) in the slot at the proximal end of the stainless steel rod, and the apex holder could be pulled, and the stent graft was successfully released. Subsequently, the procedure was successfully completed. Operation type: tevar ancillary device: 28-n4-34-154-30u (lot#2405280110) blood loss: unknown. No image available due to hospital policy no pre-case plan available due to hospital policy no additional information available due to hospital policy. (Tc# (B)(4)." Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.